Event description:
It was reported that a crack on the stimloc base was noticed when the healthcare professional was screwing the device into the skull bone in a deep brain stimulation surgery. It was noted the cracked device could not be fixed on the skull bone well so the hcp replaced it with a backup. It was further noted the surgery was successful and there was no patient injury. Additional information received reported the patient was recovering normally. The reporter stated the patient¿s implantable neurostimulator (ins) had not been turned on yet.

Manufacturer narrative:
Device evaluation: analysis of the stimloc base found ¿one of the two screw holes in the base was not molded correctly. It was oblong and too large. The diameter of the hole was out of specification. It measured 0.084" (spec: 0.068"±0.005") at its narrowest point.¿

Manufacturer narrative:
Concomitant product: product ID m924256a003, lot# 082227011a, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type accessory. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.